Event description:
It was reported device got stuck with the guidewire. The stenosed target lesion was located in the superficial femoral artery. A 5.0mm x 200mm, 150cm ranger balloon catheter was selected for use. During procedure, the device got stuck with the guidewire and was removed from the catheter. The procedure was completed with different device. There was no patient injury as a result of this event.